Event description:
The patient was implanted with a vascular access graft. It was reported that the graft was broken and no further details were provided.

Manufacturer narrative:
The manufacturer is attempting to acquire the graft for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.